Event description:
It was reported that there was a chemical leakage that occurred during filling. The event occurred during priming at the facility. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one sample was received for evaluation. The samples were unused. No damage or anomalies were observed after visual inspection. A leak was observed during functional testing to be coming from the seal where the cavity is stamped. The failure mode was confirmed. The probable cause of the leak is due to inconsistent sealing of the internal bag during manufacturing in tijuana. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.